Event description:
The customer reported to olympus that the light source front panel flickered. It is unknown when the issue was found. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found that the motor was detached, and was fixed by the engineer. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, the root cause for the events could not be determined. However, it is likely that the phenomenon occurred because the motor was detached. Olympus will continue to monitor field performance for this device.